Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a left ventricular lead repositioning procedure on (B)(6) 2019 due to phrenic nerve stimulation. The lead was repositioned and it was noted post procedure, that the phrenic nerve stimulation had returned. The lead was programmed off and the patient was discharged.

Event description:
New information received on feb 1, 2019, indicates that the patient presented on (B)(6) 2019 for an explant procedure for more phrenic nerve stimulation. The lead was replaced and the patient had no complication before, during, or after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.